Manufacturer narrative:
(B)(4). From the pictures attached it was confirmed the defect reported by the customer "packaging damage - device package". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Per DHR the product mad nasal with 3 ml syringe was manufactured on 08/02/2023. A total of (B)(4) pieces. Lot was released on 08/15/2023. DHR investigation did not show issues related to complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "incomplete sealing of the packaging. The issue was identified at incoming inspection /inventory review."

Event description:
It was reported that: "incomplete sealing of the packaging. The issue was identified at incoming inspection /inventory review."

Manufacturer narrative:
(B)(4). The customer returned one-unit mad100 mad nasal with 3 ml syringe for investigation. The returned sample was visually examined with and without magnification. Visual examination revealed that the sample was returned in its original packaging. However, the packaging was not sealed properly. The packaging was partially opened on one end. Non-conformance was previously initiated at the manufacturing site to further investigate this issue. The nonconformance found that during packaging, the syringe was dropped into the package and would occasionally get caught on the edge of the packaging. For this complaint sample, the syringe caught onto the edge of the packaging and moved it out of alignment which prevented it from being sealed properly. Corrective actions were implemented to help prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions being implemented. Device history review investigation did not show issues related to complaint. The reported complaint of "packaging damage - device package" was confirmed based up-on the sample received. The sample was received with its original packaging partially opened as it was not sealed properly. Nonconformance was previously initiated at the manufacturing site to further investigate this issue. The nonconformance found that during packaging, the syringe was dropped into the package and would occasionally get caught on the edge of the packaging. For this complaint sample, the syringe caught onto the edge of the packaging and moved it out of alignment which prevented it from being sealed properly. Corrective actions were implemented to help prevent this issue from recurring. The returned sample was manufactured prior to the corrective actions being implemented.